Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >500 mg/dl. It is unknown if the patient received any treatment above or beyond the usual routine of diabetes management; the reporter declined to answer. The reporter alleged a possible issue with delivery accuracy by the insulin pump. The reporter declined to participate in troubleshooting of the device with animas customer support. Animas customer support made several subsequent attempts to contact the customer regarding this complaint for more information, but there was no response. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged delivery accuracy issue.